Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26138. We were unable to determine which lead had migrated or was revised, therefore, we are reporting on both leads. It was reported the patient experienced ineffective stimulation due to lead migration. One of the leads migrated downward resulting in stimulation lower than the patient's targeted pain. The patient underwent a revision procedure to reposition the lead. The patient now has effective stimulation and issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.